Event description:
The customer reported the v-leads will not show when capturing 12 lead ECG and an intermittent issue. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the v-leads will not show when capturing 12 lead ECG and an intermittent issue. There was no reported adverse pt impact. The philips repair bench evaluated the device and was unable to duplicate the reported 12 lead ECG problem. The device passed all performance assurance testing and was returned to the customer.